Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 630 mg/dl. Checked for ketones. Left hospital in low 200 range. Customer stated that insulin balling up under skin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.